Manufacturer narrative:
The problem is under investigation and could be traced to a component failure. We are unaware about operator injury. We are waiting for additional information from distributor.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
Device not working. Replaced with a new one. It is not possible to determine the root cause as it hasn't been returned to the manufacturer.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.